Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The initial reporter occupation was not available at time of filing. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Inspection of the equipment noted that the reported complaint was due to the connection of the communication cable between the anesthesia control board and the ventilator. The cable was reinserted, resolving the reported complaint.

Event description:
The hospital reported that the display indicated a system malfunction. There was no report of patient involvement.